Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they were unable to have the tunnel get co2 insufflation into it. Harvester tried cleaning out the port, create a tunnel with no tissue impeding the flow to no avail. They replaced the kit and it worked. Able to get vein without any issues. Co2 pressure was 12mmhg and flow was 4mmhg, normal values. Visualization was compromised since insufflation could not be achieved to open the tunnel. There was a 5 minute delay. No issues with patient or vein.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions, health effect- impact), h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000416795 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.